Event description:
Customer reported that the insulin pump was exposed to fluid. The blood glcuose reading was 374 mg/dl. Customer treated with manual injection. She stated that the insulin pump was not dropped. She stated that there was fluid visible in the display. She reported that the numbers began to scroll without input during a bolus. Nothing further was reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was found on the keypad traces, under the display window, electronic assembly, or motor. No number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.